Event description:
The patient is a (B) (6) female who had a laparoscopic cholecystectomy and intraoperative cholangiography. During the procedure, a piece of the laparoscopic grasper broke inside the patient while in use. The surgeon was able to retrieve the broken piece laparoscopically. An x-ray was taken at the end of the procedure and read as negative for any retained foreign body. Dates of use: (B) (6) 2009. Diagnosis or reason for use: chronic cholecystitis. Event abated after use stopped or dose reduced?: yes.